Manufacturer narrative:
The customer reported that the system did not maintain pressure in the eye during a surgery. There was no reported patient harm. The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on july 27, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system did not maintain the intraocular pressure during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating a 2.2 incision was realized, located at 11 o clock. During the cleaning step of a right eye cataract procedure, the surgeon reported having no more infusion pressure, which lead to ¿no more anterior chamber¿. Therefore the automatized cortex pieces cleaning was impossible and he had to do it manually (switch of instrument needed). There were no error message or pop-up. The incident lasted 2 minutes. The case was completed. Surgeon specified that the loss of infusion was sudden, and that the first 60% of cleaning was realized without incident.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).